Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, an FDA medsun notification was received via email. A facility representative reported that an ar-8991cp dx knotless fibertak implant kit experienced an issue in which the anchor broke off and was retained during the procedure. This occurred during an ankle arthroscopy with anterior collateral ligament repair and peroneal tendon repair performed in (B)(6) 2026. No patient harm was reported.